Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that her blood glucose level dropped to 89 mg/dl and experienced a diabetic seizure that lasted for 45 minutes. The reservoir was low and she went to fill it up and it emptied out completely on the table. She's been at the hospital since the seizure, they are saying it was the insulin pump but the nurse did not think that was accurate. Customer stated insulin was squirting out during the manual prime process. They were not wearing the insulin pump during priming. Patient's current blood glucose was 71 mg/dl. Insulin did not continue to drip after letting go of the act button. Customer states the motor slowed down and numbers ramp up on the screen. Infusion set change resolved the issue. The customer has been off of the insulin pump since sunday. The device was not returned.